Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (number not listed) on 21-dec-21. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the trs190sb2, trs, 15mm, (3/bx), while being used during a robotic-assisted total laparoscopic hysterectomy, partial omentectomy on (B)(6) 2021. The report stated ¿during robotic-assisted total laparoscopic hysterectomy, partial omentectomy, tissue retrieval bag broke inside patient, metal prong came out of the bag. Bag disposed and not kept.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device did break in the patient and all pieces were retrieved. The procedure was completed with a delay of a ¿few minutes¿. The patient was discharged home with no issues. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use (IFU), the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. The IFU also advises the user to note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid in the removal of the anchor tissue retrieval system by conmed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (number not listed) on 21 dec 2021. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the trs190sb2, trs, 15mm, (3/bx), while being used during a robotic-assisted total laparoscopic hysterectomy, partial omentectomy on (B)(6) 2021. The report stated ¿during robotic-assisted total laparoscopic hysterectomy, partial omentectomy, tissue retrieval bag broke inside patient, metal prong came out of the bag. Bag disposed and not kept.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device did break in the patient and all pieces were retrieved. The procedure was completed with a delay of a ¿few minutes¿. The patient was discharged home with no issues. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.